Event description:
This pt had a cvp transducer line going through a triple lumen subclavian with a med port hooked up to it. The equipment was set-up using hospira transpac transducer and pressure tubing. On (B)(6) 2010 at approx 1300, it was noted that the pt's cvp reading was unable to pick up and a question mark was noted on the pt's monitor. The rn proceeded to troubleshoot the problem by attempting to zero the cvp multiple times; however, the monitor continued to fail to produce an accurate cvp reading. Shortly after this, it was noted that around the cvp and transducer cord, there was a significant amount of leaking. Under the location where the transducer cord was on the bed, there was a darkened burned area. The rn attempted to troubleshoot the tubing malfunction. The rn proceeded to flush the line with a syringe and it flushed well. The rn then pulled the pigtail on the cvp transducer. At that time, it was noted that the normal saline -ns- used to flush the line was backed up into the transducer cord. The stopcocks were all open so that the ns should have been flushing the line but instead it was backing up through the transducer cord. At this time the rn disconnected the bad set-up and replaced it with a new set-up. There was no harm to the pt; however, as a result of the tubing malfunction there was potential for pt harm. Dates of use: (B)(6) 2010.